Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Confirmed customer's stated issue that "device with version 4.3 software failed to load and was stuck on the red screen". During visual inspection, found multiple scratches on the lens, tiny cuts on the uso (upstream occlusion) seal, and seal on the battery door fell apart. Restored the software, recalibrated device and restore the odometer readings. Updated software. Performed dso (downstream occlusion)/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Installed the software. Replaced the lens, uso seal, and battery door. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device with version 4.3 software failed to load and was stuck on the red screen. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: tiny cuts on the uso (upstream occlusion) seal.